Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not yet received by manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a cervical artificial disc replacement. As reported : "scrub technician was in the process of securing cervical disc prosthesis to inserter. As she rotated the thumb wheel to secure the implant, there was a click and then the prosthesis fell apart onto the table." New implant was opened and surgery was completed without further issue. No impact on patient. No delay. Additional information was requested and investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The actual device was received , no evidence on issue was found. From information provided, the scrub tech overthightened the implant on the inserter and the device fell apart. Then another prothesis was used and worked perfectly. Nor the patient or the procedure were affected in anyway by this issue. The surgical technique states that important: take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant.. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed) during implant assembly on inserter

Event description:
Mobi-c p&f us : disassembly.